Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a certas valve was blocked prior to implant. The patient had general anesthesia and a peritoneal ventricular bypass was performed. Prior to the implant, the specialist programed the valve setting to 4, then the programming was verified by a consultant. When it was necessary to install the valve, the specialist proceeded to test the valve with syringe saline solution, using the connector that was with the valve, however there was only one or two drops of saline solution. The procedure test was done twice more without any result, therefore the specialist decided not to install the valve and to program another valve. The same test was performed and the result was satisfactory.

Manufacturer narrative:
UDI information: (B)(4). A sample was received for evaluation. The position of the cam when valve was received was at setting 3. The valve was visually inspected; the distal connector was slightly bent. The valve was hydrated. The valve was tested for programming and passed the test. The valve was flushed and passed the test no occlusions were noted. The valve was leak tested and no leaks were noted. The siphon guard was tested and passed the test. The valve was reflux tested and passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested and passed the test. No root cause could be determined as the technician did not find any functional problem with the valve. The problem was likely due to an excessive flow rate (>0.75 ml/min) during the flushing procedure activates the siphon guard and creates the impression that the valve is distally occluded. The flow is being diverted to the high resistance secondary pathway, this will slow the rate at which csf is shunted from the brain. It would probably explain the problem encountered by the customer. The root cause for the slightly bent distal connector is probably due to user error, this had no impact on the functioning of the valve. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
The procedure took 2 hours and a half, in a procedure that only lasts 45 minutes. There was ventricular hemorrhage, change of ventricular catheter because it was covered, additionally ventricular lavage was performed with risk of patient displacement. The patient is stable and hakim valve was placed.